Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 year and 4 months following the implant of a transcatheter aortic valve into a previously implanted surgical valve, the patient developed a fever. Upon evaluation, a computed tomography (CT) scan was obtained which revealed thickening of a single leaflet on the greater curvature side of the aortic valve. Additionally, vegetation was noted. Subsequently, the patient was hospitalized and valve was explanted.

Event description:
It was reported that 1 year and 4 months following the implant of a transcatheter aortic valve into a previously implanted surgical valve, the patient developed a fever. Upon evaluation, a computed tomography (CT) scan was obtained which revealed thickening of a single leaflet on the greater curvature side of the aortic valve. Additionally, vegetation was noted. Subsequently, the patient was hospitalized and the valve was explanted.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: d6b. Explanted date was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.